Event description:
It was reported that the patient has had three pumps. It was reported that, ¿it¿s leaked before.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown. Product type: catheter. (B)(4).